Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an ileostomy reversal, on the small bowel, after completing the side to side anastomosis, the surgeon then used the device to close the opening of the joining legs of the small bowel and there was an incomplete staple line. Surgeon stated that the stapler did not staple all the way across the tissue and indicated that the stapler missed the end of the tissue to be stapled leaving an opening in the closure of the anastomosis. The sales rep inspected the stapler and the staple cartridge visually. The yellow pushers were indeed exposed for each of the staple slots indicating all staples deployed and there were no staples missing from the cartridge to begin with. They sowed the opening at the end of the staple line where the device did not staple to complete the case. There was no patient injury.